Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter could not pass through the calcified lesion and was unable to clearly display the image on the screen. When the physician withdrew the ivus catheter, it was found to be twisted. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter could not pass through the calcified lesion and was unable to clearly display the image on the screen. When the physician withdrew the ivus catheter, it was found to be twisted. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the target lesion, which was 85% stenosed, was located in the moderately tortuous and moderately calcified right coronary artery.